Event description:
It was reported that when the patient first got her implantable neurostimulator (ins) replaced it held a charge fine, but six weeks ago they started to notice the ins having an issue holding a charge. The patient used to be able to charge every 4-5 weeks, but they now needed to charge the ins once every 4-6 days. When the patient would charge the ins they waited until she saw the ¿charge complete¿ screen. Two weeks prior to this report the patient charged their device, but it only lasted 5 days. The patient waited a few days before they charged the ins again, but they knew the battery was "totally dead" since they no longer felt stimulation. The ins was charged again several days prior to this report and the ins died the night prior to this report. The patient had met with a manufacturing representative on (B)(6) 2014 for reprogramming so they could have one setting for the right leg and one for the left leg. The programming changes were not satisfactory so the patient had the programs changed back to exactly they were in the past on (B)(6) 2014. The ins was programmed to 25 minutes on and five minutes off 24 hours a day with the stimulation level at 5.75 volts. The patient also had a coupling problem and they used to be able to get eight coupling bars shaded, but with the new ins the most they could get was six bars. The patient tried using adhesive patches, but that did not increase coupling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).